Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device primed properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 130 mg/dl. Customer¿s blood glucose value at time of incident was 400 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the insulin pump does not allege under delivering. Customer declined to troubleshoot for high blood glucose. Customer went to hospital for an unrelated eye issue. The insulin pump will be returned for analysis.